Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a tka surgery, the pin broke inside of one (1) speed pin qk connect adapter. No longer able to be used. A wire was used to remove the pin without incident. Surgery was resumed without any delay with an equivalent s+n back up. Patient was not harmed as consequence of the problem.